Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that 3 syringes 1ml s/t w/ndl 26x5/8 rb were damaged, but still operational. The following information was provided by the initial reporter: "it was reported the syringe broke."

Manufacturer narrative:
Initial reporter occupation: product quality surveillance senior specialist ¿ commercial complaints. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 syringes 1ml s/t w/ndl 26x5/8 rb were damaged, but still operational. The following information was provided by the initial reporter: "it was reported the syringe broke."